Event description:
The guidewire is poking through the catheter, it was noticed after insertion.

Manufacturer narrative:
The complaint was confirmed. A hole was noted in the catheter near the 3-position valve. It appears that the tubing was punctured by the distal tip of the stylet. The initial complaint indicated that the incident was noticed after insertion. The stylet may have punctured the tubing during insertion, but the exact cause of the complaint is inconclusive. No mfg defects were noted on the catheter.